Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke during surgery. As the screw was inserted, it broke at both the distal and proximal end. It was almost seated at that point and the threaded piece remains in the helical blade. Surgery was completed successfully with no harm to patient. There was a ten (10) minute surgical delay reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Product was received. Device history review: helical blade coupling screw - lot 5058161. (B)(4) manufactured the helical blade coupling screw, p/n 357.377, and lot 5058161. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 21, 2005, and synthes final inspection sheet. The parts were released to the warehouse on december 29, 2005. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product design evaluation was performed for the subject device. One helical blade coupling screw (part# 357.377, lot# 5058161) was returned with the complaint that ¿a helical blade coupling screw broke during surgery. As the screw was inserted, it broke at both the distal and proximal end. It was almost seated at that point.¿ upon receipt of this device it was seen that the device is in two pieces, the knurled cap is detached from the shaft of the coupling screw, and there are hammer marks on the cap, there is a fracture line distal to the most proximal level of threading and the remainder of the threaded tip is no longer attached. This complaint is confirmed. The drawings for the helical blade coupling screw were reviewed and the design, material and finishing process are appropriate for the intended use of this device. This complaint is confirmed; the most probable root cause of this complaint is either off axis hammering, or hammering while not fully threaded, coupled with use over time. The design of this device is adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.